Event description:
It was reported that on an unknown date, the synpor plate had an unknown specific issue. When patient looks up they can see plate. The procedure and patient outcome were unknown. This complaint involves one(1) device synpor smooth ti reinfrcd fan pl .8-s. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: product code and product code name: ftm-mesh, surgical and ftl-mesh, surgical, polymeric. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.